Event description:
It was reported that shortly after vns was implanted the patient vomited. The provider gave the patient some medication which resolved the issue. The provider believes that the vomiting is due to anesthesia. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was later reported by the provider that the vomiting was not due to vns. The device was still off during this time frame. No other relevant information has been received to date.